Manufacturer narrative:
Correction: product problem should be unchecked. Medtronic navigation filed this MDR to ensure visibility to a patient event as a result of a procedure that utilized a medtronic (B)(6). ((B)(6)) product. It was determined that there was no allegation to suggest that the (B)(6) product caused or contributed to the reported event. A medtronic representative reported that it was her understanding that the surgeon experienced accurate navigation. It sounded like a vessel hidden in the tissue became stuck in the thread of the tap and tore. Further software and hardware investigation found that there was no allegation of inaccuracy or product problem, and the system behaved as designed. The patient injury was not attributed to a product issue. Imaging does not show vascular structures within bone which may lead to surgical complications depending on patient anatomy.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
On (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(4) 2015, a medtronic representative, following-up at the site, reported that the surgeon was doing an open t10-ileum fusion. The information this medtronic representative received came in from the site's stealth user. On the last screw placement, at s1, the surgeon was using awl tip tap. The surgeon deemed being accurate, but after getting down through some bone, bleeding started to occur. A vascular surgeon was paged, in the meantime, the bleed seemed to clot off. The surgeon put in the last screw under fluoro and sent the patient to get a cta. Per the site stealth user, the vascular surgeon stated that a branch of the iliac artery had been nicked and that it was not thought to be the fault of navigation.

Event description:
A medtronic representative reported that, while in a spine t9 to s1 fusion procedure, the surgeon deemed being accurate, however, when using the awl tip tap on s1, the surgeon felt bone, then felt hitting something soft. At that point, they saw blood and discontinued navigation. The last screw was placed using a c-arm. The surgeon opted to complete the procedure without the use of the navigation system.